Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during two fentanyl infusions in the nicu, the administration set came apart at the upper fitment. No patient harm was reported, and the user obtained a new administration set to continue the patient¿s infusion. This is the report for the first event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the administration set came apart at the upper fitment was confirmed. Visual inspection of the set revealed a break between the vented spike and the upper fitment. Inspection of the broken mating pieces under magnification showed stress markings on both surfaces. The break was jagged and not a clean break. Functional testing could not be performed due to the damage. The cause of the customer¿s report is a break between the spike adaptor and upper fitment. The root cause of the break could not be determined.